Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿no audio¿. The unit was triaged and the service tech observed no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported unknown issues with the unit. Upon triage on (B)(6) 2017 the service technician found that the unit had no audio.